Event description:
The customer reported that the insulin pump reset itself and she received multiple alarms. This was a recurring issue. Customer's blood glucose was 123 mg/dl. A temporary basal was programmed before the alarm occurred. It was explained that the temporary basal delivery may have stopped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.